Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing during a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode and an external shock was given to convert the vt/vf. Undersensing was later observed once again in the primary vector during in-clinic testing by the field representative. Subsequently, the s-ICD was reprogrammed to the alternate sensing vector. The s-ICD system remains in service. No adverse patient effects were reported.